Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient's respiration increased. The customer alleges it was caused by a possible leak of the closed suction device. There was no injury to the patient.

Manufacturer narrative:
One used sample was received without original packaging. After decontamination, the sample was visually examined for damage. There was no evidence of damage. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard, identifying there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, fluid did not advance through the catheter indicating the suction was not occurring in the device. After performing the leak test in the mobivac, the catheter body was fully extended and examined. There was a slight arching on the distal end portion of the catheter however, there was no resistance when advancing the catheter end tip through the peep seal. Also, the distal end of the catheter was inspected for a blocked skive. The skive opening appeared to be clear of obstruction. When reviewing the manifold and the peep seal, the skive was visible outside of the seal cartridge subassembly area. After reviewing the peep seal and skive, the flapper valve was examined as well, it was seen that the flapper valve was in a closed position. The catheter was advanced, then the flapper valve opens and when the catheter was fully retracted the flapper valve closes. The flapper valve, peep seal-manifold area and skive were examined under magnification. The investigation concluded that the device operated as intended, and the reported event could not be confirmed. The device history record for m5236t301 was reviewed and the product was produced according to product specifications. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.